Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant on (B)(6) 2019. No alarms, clinical symptoms, or device-related issues were reported in association with the event and the account communicated that heartmate 3 lvas would not be returned for evaluation. Multiple attempts for additional information were sent to the customer; however, none was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant. The patient was destination therapy therefore a transplant was an unexpected outcome. The device will not be returned for evaluation. Additional information was requested but not provided.